Event description:
The following was reported to hamilton medical ag: the system is showing buzzer defective & self test failed, no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).